Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions. The customer was to monitor the pump's performance. Reportedly, the pump is worn in the customer's pocket and the customer stated that they believe the alarm occlusions are due to the temperature change when the pump is placed back into their pocket.